Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized due to high blood glucose level, diabetic ketoacidosis and kinked event on (B)(6) 2024. Blood glucose level was 600 mg/dl at the time of event. Patient was treated with intravenous (IV) and fluids of saline and insulin. The duration of emergency room was 1 day. Patient was found positive for high ketones. Patient was released from the hospital on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.